Event description:
(B)(4) - it was reported by the consumer's sister that the insignia mechanical wheelchair front caster was bent and touching the back wheel. Additionally, the patient was going to get into the unit, which tipped over, and he fell to the floor, resulting in a minor leg bleeding and swelling. He sought medical attention, and he was doing well.